Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain'), cerebral haemangioma ('cavernous malformation'), rheumatoid arthritis ('rheumatoid arthritis/ autoimmune disorder type of disorder: worsening ra') and vaginal cellulitis ('vaginal cuff cellulitis/ post operative vaginal cuff cellulitis') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), vaginal cellulitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems"), adenomyosis ("adenomyosis") and vulvovaginal pain ("vaginal pain") and was found to have cerebral haemangioma (seriousness criterion medically significant), weight increased ("weight gain") and leiomyoma ("leiomyoma"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral), oophorectomy (bilateral removal of ovarie). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cerebral haemangioma, rheumatoid arthritis, vaginal cellulitis, abdominal pain, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, fatigue, headache, migraine, weight increased, nervous system disorder, visual impairment, adenomyosis, leiomyoma and vulvovaginal pain had not resolved. The reporter considered abdominal pain, adenomyosis, bladder disorder, cerebral haemangioma, dysmenorrhoea, dyspareunia, fatigue, headache, leiomyoma, migraine, nervous system disorder, pelvic pain, rheumatoid arthritis, urinary tract disorder, vaginal cellulitis, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain , dysmenorrhea, rheumatoid arthritis, bladder problems., urinary problems, fatigue, headaches, migraine, weight gain, nuero condit/prob, vision probs. Vaginal cuff cellulitis, adenomyosis, cavernous malformation. The right tubal ostia was visualized and essure was placed without difficulty with 4-5 coils noted. The left tubal ostia was visualized as well. Essure was placed with 3-4 coils noted following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain'), cerebral haemangioma ('cavernous malformation'), rheumatoid arthritis ('rheumatoid arthritis/ autoimmune disorder type of disorder: worsening ra') and vaginal cellulitis ('vaginal cuff cellulitis/ post operative vaginal cuff cellulitis') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), vaginal cellulitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems"), adenomyosis ("adenomyosis") and vulvovaginal pain ("vaginal pain") and was found to have cerebral haemangioma (seriousness criterion medically significant), weight increased ("weight gain") and leiomyoma ("leiomyoma"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral), oophorectomy (bilateral removal of ovarie). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cerebral haemangioma, rheumatoid arthritis, vaginal cellulitis, abdominal pain, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, fatigue, headache, migraine, weight increased, nervous system disorder, visual impairment, adenomyosis, leiomyoma and vulvovaginal pain had not resolved. The reporter considered abdominal pain, adenomyosis, bladder disorder, cerebral haemangioma, dysmenorrhoea, dyspareunia, fatigue, headache, leiomyoma, migraine, nervous system disorder, pelvic pain, rheumatoid arthritis, urinary tract disorder, vaginal cellulitis, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain , dysmenorrhea, rheumatoid arthritis, bladder problems., urinary problems, fatigue, headaches, migraine, weight gain, nuero condit/prob, vision probs. Vaginal cuff cellulitis, adenomyosis, cavernous malformation. The right tubal ostia was visualized and essure was placed without difficulty with 4-5 coils noted. The left tubal ostia was visualized as well. Essure was placed with 3-4 coils noted following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received: reporter, patient demographics added and updated laboratory test was updated (previously reported as imaging procedure). Added event leiomyoma, vaginal pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), cerebral haemangioma ('cavernous malformation'), rheumatoid arthritis ('rheumatoid arthritis') and vaginal cellulitis ('vaginal cuff cellulitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), vaginal cellulitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems") and adenomyosis ("adenomyosis") and was found to have cerebral haemangioma (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cerebral haemangioma, rheumatoid arthritis, vaginal cellulitis, abdominal pain, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, fatigue, headache, migraine, weight increased, nervous system disorder, visual impairment and adenomyosis had not resolved. The reporter considered abdominal pain, adenomyosis, bladder disorder, cerebral haemangioma, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nervous system disorder, pelvic pain, rheumatoid arthritis, urinary tract disorder, vaginal cellulitis, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain , dysmenorrhea, rheumatoid arthritis, bladder problems., urinary problems, fatigue, headaches, migraine, weight gain, nuero condit/prob, vision probs. Vaginal cuff cellulitis, adenomyosis, cavernous malformation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abdominal pain, dyspareunia, dysmenorrhea, rheumatoid arthritis, bladder problems., urinary problems, fatigue, headaches, migraine, weight gain, nuero condit/prob, vision probs. Vaginal cuff cellulitis, adenomyosis and cavernous malformation. Lab data were added. Reporter¿s information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.